Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Upon visual inspection of the picture, a broken needle could be observed. However, no conclusion could be reached as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #? Al1221. Product code? J123. Procedure/surgery name? Information not provided. Did the needle piece fall into patient? No. If not found, does a piece of the needle remain in the patient¿s tissue? No. Was the patient brought back to or to have needle piece removed or was it removed during the initial procedure? No. Medical /surgical intervention to have the needle piece removed? No. Any patient consequence/ae outcome as a result of event report? No. Was the procedure completed successfully? If yes, how? Yes, another suture was used patient current condition? Information not provided.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported.